Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was reported dislodged. The physician elected to intervene and explant and replace the displaced lead. No other adverse effects were reported. The explanted lead is not intended to be returned for analysis.